Event description:
The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The cgm reading and tandem reading was ¿high¿ (no specific values reported) and the patient started to experience symptoms of moaning, making noises and was incoherent around 2:30 am. The spouse called the ambulance and the patient was taken to the hospital. At the hospital they took a bg reading which was 27 mg/dl and the cgm was reported inaccurate at that time although there were no cgm values provided. There the patient was treated with IV medication (not specified). The patient´s bg stabilized and he was discharged the same day. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.